Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they wanted their implantable neurostimulator (ins) checked since it was stimulating the ins pocket instead of their legs. The patient was planning on having their stimulator removed in (B)(6). The patient was indicated for multiple back operations. No causes or interventions were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3587a, lot# l35078, implanted: (B)(6) 1996, product type: lead. (B)(4).

Event description:
Additional information received from the patient reported that they would be having the device removed in (B)(6) 2016 because it didn¿t work. The patient was getting poor stimulation in their legs and their doctor thought the issue might be with the lead so the lead was revised. The system was checked at that time but they did not find any problems. The patient¿s doctor thought the issues might be due to scar tissue. The patient had x-rays taken and reprogramming performed but the cause of the pocket stimulation remained undetermined. The patient was trying to let their implantable neurostimulator (ins) deplete but since they never used it the battery didn¿t deplete. The patient was only feeling a little stimulation when they increased their stimulation at the time of the report.